Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation on (B)(6) 2007 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent surgery to repair torn mesh and removal of eroded portion of mesh on (B)(6) 2010 for mesh exposure, erosion, bleeding, pain and infection. It was also reported that the patient underwent surgery to repair torn mesh and removal of exposed portion of mesh on (B)(6) 2010 for vaginal mesh exposure, bleeding, pain and infection. (B)(4) ¿ urinary problems; bowel problems; undefined recurrence ; dyspareunia; neuromuscular problems. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacral colpopexy, burch retropubic urethropexy, right oophorectomy, bilateral para vaginal defect repair and cystoscopy.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal of superficial vaginal epithelial exposed mesh and release of vagina apex adhesion left of apical midline on (B)(6) 2012 due to vaginal mesh exposure mid-vagina and dyspareunia. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/04/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.